Event description:
It was reported that this right ventricular (rv) lead showed a decrease in impedances and sensing. Rv automatic test was on, but no thresholds were observed. The rv lead showed no capture at high outputs, but the patient had no symptoms. Some days afterwards the rv lead was repositioned and afterwards a lead safety switch occurred due to high pacing impedances. Finally, the rv lead was explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead showed a decrease in impedances and sensing. Rv automatic test was on, but no thresholds were observed. The rv lead showed no capture at high outputs, but the patient had no symptoms. Some days afterwards the rv lead was repositioned and afterwards a lead safety switch occurred due to high pacing impedances. Finally, the rv lead was explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.